Event description:
Account experiencing low results for multiple tests that are higher when repeated, exact number of occurrences not provided. Only the following two patients examples were provided: patient 1, (male), initial albumin gave 2.3 mg/dl; repeat gave 3.5 mg/dl. Initial alk phos gave 60 u/l; repeat gave 94 u/l. Initial ast gave 17 u/l; repeat gave 29 u/l. Initial bicarbonate gave 18 mmol/l; repeat gave 32 mmol/l. Initial glucose gave 118.1 mg/dl; repeat gave 190 mg/dl. Initial total protein gave 3.8 mg/dl; repeat gave 5.9 mg/dl. Patient 2, initial albumin gave 3.3 mg/dl; repeat gave 3.9 mg/dl. Initial calcium gave 7.7 mg/dl; repeat gave 9.3 mg/dl. Initial bicarbonate gave 15 mmol/l; repeated twice giving 22 and 21 mmol/l. Initial t.bil gave 1.4 mg/dl; repeat gave 1.8 mg/dl. Initial total protein gave 5.9 mg/dl; repeat gave 7.3 mg/dl. Initial sodium gave 120 mmol/l; repeated twice giving 143 and 145 mmol/l. Initial potassium gave 4.0 mmol/l; repeated twice giving 4.8 and 4.9 mmol/l. Erroneous results reported for patient 2 only. No adverse events reported in association with the incorrect results.

Event description:
Account experiencing low results for multiple tests that are higher when repeated, exact number of occurrences not provided. Only the following two patients examples were provided: patient 2, initial albumin gave 3.3 mg/dl; repeat gave 3.9 mg/dl. Initial calcium gave 7.7 mg/dl; repeat gave 9.3 mg/dl. Initial bicarbonate gave 15 mmol/l; repeated twice giving 22 and 21 mmol/l. Initial t.bil gave 1.4 mg/dl; repeat gave 1.8 mg/dl. Initial total protein gave 5.9 mg/dl; repeat gave 7.3 mg/dl. Initial sodium gave 120 mmol/l; repeated twice giving 143 and 145 mmol/l. Initial potassium gave 4.0 mmol/l; repeated twice giving 4.8 and 4.9 mmol/l. Erroneous results reported for patient 2 only. No adverse events reported in association with the incorrect results.

Manufacturer narrative:
The field service representative determined the cause for the discrepant results to be clogged high concentration waste manifolds and flushed out the waste system. Performance tests were performed and within specification.